Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Attempted to lock the outer shell of centrax by attaching centrax 's locking ring, but could not lock it. Attempted to replace the head(size change), when trying to remove the head which had already been implanted, the stem slipped and a bone fractured. Both the stem and the head were removed out of the patient's body. I replaced it with a cement stem and replaced the head.